Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that to reseat the cable. A field service engineer took apart drawer and found drawer 2.1 flex cable was not fully seated. Reseated cable, and got drawer back online. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia system had an issue that device not detected on bus.the customer reported that the user was unable to remove the medication and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.